Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 300 mg/dl and 400 mg/dl. Customer reported to have contacted her certified pump trainer and was advised to refer to the manual. Customer was pregnant and not able to see very well due to a gunshot to her head. Customer delivered a bolus but still not able to bring blood glucose down, so began giving manual injections as well. Customer was advised that settings could not be adjusted by agents. Customer declined transfer to helpline.